Event description:
It was reported by service report that the jack could not be fully raised and lowered. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.